Event description:
It was reported the colonovideoscope had a scope communication error e315. There were no reports of patient involvement as this occurred during room setup.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was added that a b30 scope communication error was part of the reported malfunction .

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the reported malfunction was due to a leak from the scope cover, which caused the scope connector to fail and display an error code. The root cause remains unknown; however, it is likely attributed to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.